Event description:
The customer reported that the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
The ge service rep found loose wires on interconnect cable. He repaired the cables. The system operates as intended.